Event description:
A malfunction on the pump was reported, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Customer technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reappear.